Event description:
Customer reports to have experienced keypad anomaly. Customer states while attempting to rewind, buttons did not respond when pressing the act button. Customer states she met with her healthcare professional and was advised that everything was fine with pump. Customer's blood glucose was 170 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Unable to perform displacement rest, due to unresponsive keypad. No button response on the act button, due to moisture damage on keypad traces. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.